Manufacturer narrative:
Correction: g1, h6 additional information: h6, h10 the reporter indicated that the device was discarded, and therefore not available for evaluation. The lot number was not provided and therefore, a device history record (DHR) review could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, an intraocular lens (iol) was implanted, and due to a scratch/tear in the lens, which was discovered after lens implantation, the iol was removed. The incision was enlarged to remove the bisected lens. Approximate final incision size was 4mm. The iol was replaced with a backup iol of the same model and diopter.